Event description:
The patient reported that the adapter of the infusion device is leaky, and he experienced elevated blood glucose of 300-330 mg/dl as a result. His normal blood glucose level is 70-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The adapter was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.